Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be use related. A 0.018¿ guidewire was received in its hoop. The coil wire at the distal end of the guidewire segment was elongated over the core wire. No parts of the guidewire were missing. The coil wire was stretched just proximal to the distal weld tip, which revealed that the core wire broke at the weld. The outside diameter of the undamaged section of guidewire was within specification. The damage observed on the returned sample is consistent with a break of the core wire under tensile stress. This can occur if the guidewire becomes lodged in the needle during use. The IFU states, ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire. Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0045 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported for a second attempt at PICC placement, the wire came out of the patient unraveled. No other information was provided, but has been requested.